Event description:
Facility reported a flogard device "beeping occlusion" during pt use. After start of pt infusion, device alarmed occlusion and stopped infusion. Nurse checked IV lines and attempted to re-start infusion with same result. Occlusions appeared to be false. Another pump had to be used to continue therapy. Pt was not injured and medical intervention was not necessary, but pt therapy was interrupted. Add'l info was requested by writer and will be supplied by nurse if it is obtained.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.